Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when on the third firing," these stapler line was problematic (not good quality) ", was the staple line complete? If not, were staples missing from the staple line? What was the staple formation (b-formed, unformed, malformed)? Response: information from customer is that outer row of staplers was malformed (third firing).

Event description:
It was reported that during a wipple and partial gastrectomy that was performed, 2 first firings was ok. Third firing was performed on small bowel, these stapler line was problematic (not good quality). There were no patient consequences reported.